Event description:
It was reported that during a varicocele ligation procedure, the clip was scissoring on the vessel. A second device was opened and the case was completed with no patient consequences.

Manufacturer narrative:
(B)(4). The analysis results found that the lx107 device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon functional testing of the device, the instrument loaded, retained and deployed 6 clips as intended. The instrument was fully functional and conforming to our manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.